Event description:
It was reported that a cartridge alarm intermittently occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.